Manufacturer narrative:
Visual inspection show that the tension spring components are inside deployment tube and the seal is cracked. The seal loading orientation is not oriented to tension spring crimps as per IFU. The complaint is confirmed. (B)(4).

Event description:
The hosp reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.